Event description:
This report is being submitted following a retrospective review performed by siemens ultrasound. In this case: the problem is that the system is displaying errors.

Manufacturer narrative:
This report is being submitted following a retrospective review performed by siemens ultrasound. Investigation was completed and it was found that: the reported issue seems to be caused by rm board own single time defect. However x150 was legacy product which was announced eod in 2017, no more stock is available the rm board for service parts. Reference: (B)(4).